Event description:
Additional information has been received and stated that intraocular lens was removed during initial procedure.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece was indicated. The cartridge and viscoelastic used were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The specific issue was not provided. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (fill in applicable product model information t3-t6 models) that is sold in the united states under (PMA/510(k) # (p930014).¿ the manufacturer internal reference number is: (B)(4).

Event description:
Other health care professional reported with the description of faulty lens. The lens was explanted. Additional information was requested.